Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's remote monitoring system that this subcutaneous implantable cardioverter defibrillator (s-ICD) had recorded an untreated episode due to noise being oversensed on a wandering baseline. In addition, there were small r-waves noted. The episode occurred when the patient was sleeping. This s-ICD system has been implanted over a year and no earlier issues have been noted. Boston scientific technical services (ts) was contacted and discussed potential issues that could be creating the observed noise. It was reported that the patient has sternal wires. The patient was brought in for testing and only very minor muscle noise could be created with postural assessment. It was noted that the primary vector displayed the best r-wave sensing despite the low amplitudes. As a result, the s-ICD was reprogrammed from secondary to primary. Ts discussed that an x-ray could also be considered to determine the distance of the electrode tip to the patient's existing sternal wire. In addition, an engineering review of the shock impedance measurements found that they have been in range since implant. No adverse patient effects were reported. The s-ICD system remains implanted and in service.